Manufacturer narrative:
The customer discarded the strips and they will not be returned to roche diagnostics.

Event description:
The customer alleges obtaining back to back results of 323 mg/dl and 147 mg/dl. The customer did not report an adverse event or take action based upon the suspect results. Controls were not run and the customer discarded the strips. Return requested and replacement was sent.